Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated. The clip width is larger than the transseptal puncture, so without the sgc encompassing the clip to facilitate movement through the septum, the clip is likely to interact with the septum, resulting in difficulty removing the device; therefore, the reported difficulty removing the cds appears to be related to procedural conditions and the asd is related to the difficult removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the resistance during retraction and the atrial septal defect (asd). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery system (cds) was inserted in the steerable guide catheter (sgc) and the devices were advanced to the left atrium; however, when the a-knob was applied on the cds, the sgc came back into the right atrium while the clip remained in the left atrium. The sgc could not be advanced back into the septum; thus, the clip was retracted through the septum and resistance was noted with the septum. At this point the clip was able to be retracted into the sgc and the devices were removed without issue. An atrial septal defect (asd) was noted. The decision was made to discontinue the procedure. No clips were implanted and mr remains 4+. Plans to place an occluder may be scheduled. The patient remained stable. There was no clinically significant delay during the procedure. There was no additional information provided.